Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 302832 and lot number 2298200. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. A leak of drug under the plunger.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0504 - leak / splash.

Event description:
A leak of drug under the plunger.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the drug leaked under the plunger. To aid in the investigation, one loose sample with four empty packaging blisters from lot 2298200 were received for evaluation by our quality team. A visual inspection was performed and there are residues of a purple-colored drug at the bottom of the syringe barrel. The rubber stopper was analyzed with 10x magnification and no damaged or imperfections were observed. As the unit was contaminated with a chemotherapy drug, no additional analysis could be performed. A device history record review was completed for provided material number 302832, lot 2298200. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
No additional information received. A leak of drug under the plunger.